Manufacturer narrative:
(B)(4). One sample was received for evaluation against the reported condition of a leaking device. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that one high flow rate extension set had a crack at the connection hub and broke off into a microclave. The drug that was being administered was normal saline. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information.

Manufacturer narrative:
(B)(4). One sample was received for evaluation against the reported condition of a crack at the connection hub. Additional information: visual inspection of the device observed a broken male luer lock adapter. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.